Event description:
Bayer case number: (B)(4). We have several cases in which the metal device suffered fragmentation. So, it broke and is inside the women's bodies [device breakage] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("we have several cases in which the metal device suffered fragmentation. So, it broke and is inside the women's bodies") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (to remove essure ). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: information reported by the lawyer through a journalistic article: unknown date: the lawyer represents 99 women who decided to go to court demanding the removal of the essure device. According to him, hospitals, after discovering complications in the use of the device, treat the patients and the process with disdain. The lawyer reported: "we have several cases in which the metal device suffered fragmentation. So, it broke and is inside the women's bodies". The most recent follow-up information incorporated above includes data received on: (B)(6). Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). We have several cases in which the metal device suffered fragmentation. So, it broke and is inside the women's bodies. [Device breakage] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("we have several cases in which the metal device suffered fragmentation. So, it broke and is inside the women's bodies") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: information reported by the lawyer through a journalistic article: unknown date: the lawyer represents 99 women who decided to go to court demanding the removal of the essure device. According to him, hospitals, after discovering complications in the use of the device, treat the patients and the process with disdain. The lawyer reported: "we have several cases in which the metal device suffered fragmentation. So, it broke and is inside the women's bodies". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.